Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer was unable to resolve the issue and switched to a forcetriad generator; system logs confirmed errors indicating a failure on the bottom monopolar port with no instrument connected. System verification identified dual foot pedals stuck in the on position, preventing instrument detection as a safety measure; unplugging the pedals restored normal operation and the system was verified ready for use. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of the m-10 error on the generator may be attributed to a faulty foot pedal or some debris being caught under the foot pedal.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that errors occurred on integrated electrosurgical unit (iesu). The tse confirmed the iesu errors in the logs pointing to the bottom monopolar port with no instruments connecting to it. Since the errors could not be resolved, the customer elected to use a third-party generator (forcetriad) to continue with the procedure. The procedure was completing as planned with no reported injury.